Event description:
During evaluation of a returned spectrum infusion pump, the device experienced speaker not working. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to speaker not working. Service evaluation verified the speaker not working. The cause was identified to be faulty rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.